Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device referenced in b5 is filed under a separate manufacturer report number. Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was not confirmed. The investigation was unable to determine a conclusive cause for the reported cuff miss; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse pateint sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.